Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak at the insertion site could not be confirmed. One 3-lumen 7 fr x 30 cm catheter was returned. No defects or anomalies were observed during visual examination without magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. A device history record review was performed with no evidence to suggest a manufacturing related issue. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.

Event description:
It was reported that on (B)(6), the catheter was flush tested prior to insertion. On (B)(6), solution was found leaking from the insertion site. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.